Manufacturer narrative:
Findings from preliminary lead product analysis shows the leads were not connected to the returned extension devices. Check of setscrew connections was performed. Findings reveal: distal setscrews on channel 1 (#2 setscrew) and channel 2 (#6 setscrew) were not sufficiently tightened. Visual inspection of the lead (b0413265k) shows the full lead was received for analysis. Insulation check: ok. Proximal connector and distal tip: intact. Electrical resistance testing: passed. Final device analysis results were not available at the time of this report. A f/u report will be sent when results of final product evaluation are available.

Event description:
The leads were returned for analysis from the facility in another country after 3.2 months implant duration stating that after several reprogramming attempts, the pt did not feel any improvement from the stimulation. The device was not replaced. Inspection at f/u had detected high impedance; readings obtained were around 1000 ohm. Info received shows the product was used for (motor cortex) cortical stimulation of the brachial plexus. The unit was explanted in 2006 and was returned for analysis. No change to pt status has been reported; the pt returned to baseline and feels the same as prior to product implantation. See MFR report number 2182207200700438.